Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvic cavity') and genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Essure treatment was not changed. At the time of the report, the device dislocation had not resolved and the abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet received. Event migration of essure device location of device: pelvic cavity was added. Lab data was added. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.